Event description:
It was reported that the bd nexiva¿ closed peripheral IV catheter system leaked blood and saline while flushing the IV site. The following information was provided by the initial reporter: these intravenous catheter sets are having leakage around the gray stopper where the needle retracts from the catheter. These peripheral IV's have been place from anticubital areas to dorsum of hands. The placement of location did not appear to determine problem. These IV's were not subjected to power injection. These IV's were leaking after initially established. They would leak blood after placed or leak saline while flushing the IV site from the rubber stopper area.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 01-mar-2023. H6: investigation summary: bd received an 18 gauge nexiva unit from lot 2325431 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and identified blood present on the back end of the canister and between the canister and the catheter adapter which supported the reported issue of leakage. Next, microscopic inspection of the device revealed that the septum was not seated correctly. The primary septum was sitting askew on the canister. The canister and primary septum were removed from the winged adapter to allow for a clear inspection of the components. After removing the canister the engineer noticed that the primary septum was almost entirely sideways and the canister was damaged. Therefore, based off the combination of damage to the primary septum and the blood clearly visible down the outside of the canister the engineer was able to verify the reported issue. It was determined that this was a manufacturing defect.

Event description:
It was reported that the bd nexiva¿ closed peripheral IV catheter system leaked blood and saline while flushing the IV site. The following information was provided by the initial reporter: these intravenous catheter sets are having leakage around the gray stopper where the needle retracts from the catheter. These peripheral IV's have been place from anticubital areas to dorsum of hands. The placement of location did not appear to determine problem. These IV's were not subjected to power injection. These IV's were leaking after initially established. They would leak blood after placed or leak saline while flushing the IV site from the rubber stopper area.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.